Manufacturer narrative:
In trouble-shooting, at the site, the medtronic representative found the navigation system turned on fine. Entered the ent application to find that the patient had 16 exams, which is most likely what caused the navigation system to become unresponsive. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, in the ent software application, the navigation system became unresponsive around the set-up equipment & verify instruments stage. The registrar waited a while and the navigation system did not progress, then a hard re-boot of the navigation system was performed. When attempting to turn the navigation system back on, it displayed 'no input detected'. After multiple attempts, the surgeon opted to proceed with the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.